Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 correction: e1 additional MDR reports was filed for this event, please see associated reports: 0001825034 - 2020 - 03997. 0001825034 - 2020 - 03998. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified the following: the arthroplasty components are anatomically aligned without dislocation or fracture. There is extensive osteolysis greatest in gruen zones 1 and 7 of the femoral implant and at the inferior acetabular cup, as well as questionably along the more lateral cup fixation screw. Extensive osteolysis of the left hip arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group the patient underwent an initial tha at an unknown date. The patient has been indicated for a revision, however, a revision has not been reported. Radiographs identified extensive osteolysis. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 163665 28mm dia cocr mod hd +9mm 578400. Item #: unknown; unknown stem lot #: unknown. 113847 titanium screw low prof 5x35mm 298515. 113847 titanium screw low prof 5x35mm 298515. 103532 bm acet lp dome scw ti s/tap d ia6.5x25mm 206010. 103532 bm acet lp dome scw ti s/tap d ia6.5x25mm 586140. 11-103560 univ rnglc shl 60mm/l23 353810. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03286.

Event description:
It was reported by the 411 group the patient underwent an initial tha at an unknown date. The patient has been indicated for a revision, however, a revision has not been reported. Attempts have been made and no further information has been provided.